Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additionally, noise was noted and caused stored episodes. An invasive procedure was performed. Subclavian crush was noted. The lead was tested via a pacing system analyzer (psa) with high out of range pacing impedance measurements and noise observed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.